Event description:
It was reported that this pacemaker patient experienced a syncopal episode. The cause of the syncope was unknown. It was noted that the patient was in atrial fibrillation at the time of the syncope and there were stored atrial tachy response (atr) episodes in the pacemaker. The patient isn't pacemaker dependent. This pacemaker remains in service. No additional adverse patient effects were reported.